Event description:
Additional information received noting that when the patient underwent a battery replacement in 2020 and high impedance was observed but a lead revision was not done at this time. The patient then underwent a full revision and had the electrodes moved to the right vagus nerve in 2022. The explanted devices are not available for return.

Event description:
It was reported that the patient underwent a full revision due to high lead impedance. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.